Event description:
It was reported by the patient wife that the patient was having breathing problem. She explained that it was a combination of the device and his copd. So, she decided to call 911. He was admitted and stayed for 5 days, where they gave him breathing treatment, supplemental oxygen, steroids and antibiotics.

Manufacturer narrative:
Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Manufacturer narrative:
The device was returned for evaluation on april 16, 2025. The unit came in for system hot. No trouble found. Ran the unit for 24 hours - no errors popped up or recorded on the data log. The unit is working well and within specification. No accessories received with the unit.